Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 29 mg/dl. The customer stated that she was in a vehicular accident leading up to her admission. She stated that she was driving when she bumped the car in front of her, then she veered and hit a light pole. She stated that she was not symptomatic for low blood glucose but does experience low blood glucose levels on occasion. The insulin pump passed the displacement test. She noted that her doctor did increase her threshold suspend settings at last visit. She experienced low blood glucose on the day of the call, felt sweaty, and was not responding or engaging during conversations with her husband. He treated her with juice. She advised that she felt better after having juice. She reported some issues with her sensor and calibration error alarms. She was advised to monitor the device. Nothing further reported.